Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately two and a half years after implantation, the patient reported that on two occasions he had not heard an alarm when he had unintentionally disconnected both power sources (batteries) while exchanging his equipment. Heartware was made aware and advised an elective controller exchange. The vad coordinator visited the patient at home the following day and the exchange was performed. This was done in a way that simulated the situation described by the patient and it was confirmed that on disconnecting both power sources, the controller did not sound an alarm. An alarm did sound, however, when the driveline was disconnected.

Manufacturer narrative:
The controller was returned to heartware for evaluation. Upon receipt, the controller passed visual inspection. During functional testing, the reported event of no sound was confirmed. Further analysis revealed a malfunction in the nickel-metal hydride battery (nimh) charger's chip, which likely overcharged the nimh battery, causing the battery to lose its capacity. Review of the log files showed multiple power loss events. However, the pump was able to restart automatically within a few seconds. According to the complaint, the patient unintentionally disconnected both batteries from the controller. This could have contributed to the power loss event. Based on all available information, it was determined that the cause of the failure of the "no power" audible alarm was the defective battery charger's chip.